Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's left ventricular (lv) lead exhibited failure to capture. A chest x-ray was performed and revealed the lv lead was dislodged. The lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured within specification. No other anomalies were found.